Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device received for analysis. Analysis completed on (B)(6) 2020 by nf. Visual evaluation condition/finding: the broken threaded tip of this drill guide handle appears consistent with applying an off-axis torque to the handle during use. All other aspects of the device appear unremarkable and consistent with years of use. Design-related issues: the design of the drill guide handle has been in the field since 2004. Exactech is aware of 5 similar complaint reports involving fracture of the threaded tip of the drill guide handle since 2008. Because the drill guide handle is used in both anatomic and reverse total shoulder surgeries, sales data for humeral stems was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of 60 units, which have been in the field since 2017. Therefore, this issue does not appear to be manufacturing-related. A review of the risk management report (rmr) and risk assessment and controls report (racr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr and racr for this drill guide handle, (B)(4) - and (B)(4) -, were reviewed. The risk is captured, however the racr is being updated under dcrsp-19-541 to capture an appropriate harm for this hazardous situation. Corrective actions are not required because the occurrence rate is "very low", the risk is captured in the rmr and racr, and the harm will be updated. Most likely cause: the broken instrument reported in experience (B)(4) was likely the result of applying an off-axis torque to the handle during use which allowed the threads to fracture. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There was no reported patient adverse event. An investigation was conducted; the broken instrument reported was likely the result of applying an off-axis torque to the handle during use which allowed the threads to fracture.

Event description:
It was reported from the us that during an orthopedic surgery the threaded tip broke off. The agent was present at surgery. There was no delay to the case and no clinical consequence to the patient. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.